Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3; b4; b5; d2; g1; g3; g6; h1; h2; h3; h5; h6. D10: 42540200032, all-poly patella cemented 32 mm diameter, 67014295. 42532006401, tibia cemented 5 degree stemmed left size c, 670117655. 42502206001, femur trabecular metal cruciate retaining (cr), 66747743. The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee surgery. Six months after the primary surgery, the patient developed knee tightness in flexion. A revision was performed in which the surgeon removed the cr insert, resected the pcl, and implanted an mc polyethylene insert. The surgical technique was utilized; there was no surgical delay and there were no foreign bodies retained. Attempts have been made, and no further information has been provided.